Event description:
It was reported that the patient was symptomatic with phrenic nerve stimulation due to the left ventricular (lv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d274trk ICD, implanted: (B)(6) 2011, product ID 7120 st. Jude lead, implanted: (B)(6) 2011. (B)(4).